Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that while changing the pump's battery, the pump and battery felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery was not returned with the pump for testing. The pump powered on with normal auditory and vibratory alarms. The pump alarm history revealed that on the reported date of failure the pump emitted a ¿low battery¿ warning. The pump black box was unavailable for the date due to continued use. The pump black box showed no evidence of unusual electrical current draw. During testing, the rewind, load, and prime sequence were completed successfully. The current draws were tested and were confirmed to be within specifications. No pump heating was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.